Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a crack in the y-site was confirmed, but the exact cause could not be determined from the photograph that was provided for investigation. The photo showed a y-injection site from an infusion set. A non-vad injection cap was attached to the y-injection site. What appeared to be a longitudinal crack was observed in the y-injection site adjacent to the injection cap. The clamp was closed over the extension set tubing distal to the y-injection site. A red colored fluid was observed inside the extension set and the y-injection site. Since the crack was observed in the photo, the complaint was confirmed; however, the exact cause could not determined. A lot history review (lhr) of asdvf024 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the miniloc leaked at the y-site. No other information was provided.